Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft detachment was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during an interventional procedure, a nc trek balloon dilatation catheter (bdc), was advanced into an unspecified guide catheter, over an unspecified guide wire and during advancement the proximal shaft of the nc trek bdc, broke in two. The nc trek bdc was removed without difficulty and the same unspecified guide catheter and unspecified guide wire, were left inside the patient's anatomy to successfully complete the procedure, with another nc trek bdc. Reportedly, there was no resistance with advancement and there was no issue noted during preparation of the nc trek bdc. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.